Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the patient admitted to kickboxing and working out. They were advised not to participate in physical activities until cleared- they were cleared (B)(6) 2018. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The event was considered a sudden change in therapy/symptoms and reported a return of leaking. The patient has used their patient programmer (pp) to increase stimulation from 1.8v to 2.2v. The next day, they were sore and feeling stimulation at the incision sites. The action taken to resolve the stimulation issue was the patient decreased stimulation to the point where they couldn't really feel it. The patient also noted the adverse bowel/diarrhea and noted that when they sit on the kamode they can feel stimulation on their nerve which results in a little bowel movement every time. They also noted that decreasing stimulation resulted in a return of accidents. The patient then noted their incision sites are sore. They saw their healthcare provider (hcp) who looked at them and noted they looked fine but were a little swollen. The patient didn't remember exactly when the swelling started, but noted it may have been puffy or not laying flat starting after implant or the day after implant; swelling wasn't confirmed until the date of initial report. As a result of what was reported, the patient will call their hcp before making any changes and was redirected to them to discuss the symptoms, assess medically, and advise the patient on program changes. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient's hurting hadn't resolved by decreasing the stimulation. Patient stated they had many accidents worse than before implant and saw their hcp on (B)(6) 2018. The hcp changed programs and the accidents continued with more pain. The patient saw the manufacturer's representative on (B)(6) 2018 who confirmed the device had been off some since implant and suggested going back to original program and leaving it there for 10 days. The patient's accidents had gradually become less each day but they only had one day with no accidents. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that in the past week the patient started having a lot of accidents. The patient reported they were "flooding" during the day, and that they could be standing or sitting and they would "just go." The patient reported they weren't sure if the device was working and they thought it was turning itself off. The patient reported they didn't feel much stimulation. The patient also reported they had been increasing stimulation, and that the first time they increased the stimulation from 1.8 to 2.2 it was too much/hurting so they decreased it. The patient reported their health care physician (hcp) didn't tell them to keep a diary and didn't tell them when they should change programs. The patient mentioned they called the hcp a few times the day prior to the call and they suggested maybe the stimulation wasn't on. The patient mentioned they had never changed the program, and that the patient was on the original program at 3.4. While on the call the patient was able to sync with the programmer and it showed the stimulation was on. The patient then increased stimulation from 3.4 to 3.6. The patient reported they had been increasing stimulation by 0.1 a day. The patient also reported they have not had any falls, trauma or change in activity. The patient was scheduled to see their hcp on monday, (B)(6) 2018 and noted their symptoms were now worse than before they got the device. The patient mentioned they were taking medication then but that they were not taking any medication as of the time of the call. There were no further complications reported/anticipated.